Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called emergency medical due to low blood glucose level on unknown date. Blood glucose level at the time of incident was unknown. Customer stated that they filled the reservoir and as soon as they put it on the pump push all the insulin out into their body. The insulin pump will not be returned for analysis.